Event description:
The cath lab called to report that a pt experienced an apparent hypersensitivity reaction to a cypher setnt. This female pt came to hospital five days post implant of a cypher stent to the right coronary artery, with rash, angioedema, ECG changes and respiratory distress. Plavix was discontinued a few days prior; however, infammatory process continued. The pt was recathed - no thrombosis or restenosis. All medications discontinued and the pt was treated with steroids. Pt is now in stable condition in the hospital.